Event description:
Reported blood glucose results of 201 mg/dl and 510 mg/dl with a lifescan meter, performed within 10 minutes of each other. A check strip test was performed and the result fell within specified range. Meter was replaced.